Event description:
The customer reported that the housing for her pump in style power adapter has cracked open. She did not witness any sparking, only saw that it was cracked.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts were made to obtain additional info from the customer. There was no response from the customer to f/u attempts. As of the date of this report the original product has not been received. Should additional info, or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the original product has not been evaluated, the issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.